Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the right groin was punctured when a sheath was inserted into the femoral vein.  Penetration of the right superficial femoral artery occurred, resulting in an arteriovenous fistula. This complication was suspected at the end of the procedure and confirmed the following day with a contrast computed tomography scan. Endovascular hemostasis and catheter treatment were performed, and a stent graft was placed in the right superficial femoral artery. As a result, the patient was hospitalized. The outcome of this case is unknown. No further patient complications were noted. (B)(6) 2026: it was later reported that the patient sinus rhythm was achieved at the end of the procedure without an indication of a change in energy.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.